Event description:
Customer reported receiving multiple no delivery alarms on the insulin pump. The blood glucose reading was 269 mg/dl. Customer treated with manual injection. Customer declined troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarms were noted. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.